Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was squirting out insulin during the manual priming process. The customer¿s blood glucose was 155 mg/dl. The customer was assisted with troubleshooting. Customer stated that they were not wearing the insulin pump during priming. Customer stated that insulin did not continue to drip after letting go of the act button. Customer stated that the motor slowed down and numbers ramped up on the screen. The drive support cap appears normal. The customer was advised that the insulin pump need to be replaced and to revert to the back-up plan. The device will be returned for analysis.